Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram and angiogram showed that the valve appeared constrained. Balloon aortic valvuloplasty (bav) was performed improving the appearance of the valve but moderate paravalvular leak (pvl) was noted. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.